Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Ikeda, h. Et al. (2015, may 23). Delayed aneurysm rupture due to residual blood flow at the inflow zone of the intracranial paraclinoid internal carotid aneurysm treated with the pipeline embolization device: histopathological investigation. Interventional neuroradiology, 21(6), 674-683. Doi:10.1177/1591019915609121 mdrs related to this article: 2029214-2017-00014 2029214-2017-00015.

Event description:
Medtronic received report from literature of subarachnoid hemorrhage and death after pipeline implantation. The patient had become aware of decreased left eye vision for six months. Neurological exam demonstrated decreased correct left eye vision and extensive loss of left eye field of view. Head magnetic resonance angiography (mra) showed a 16mm saccular aneurysm in the supraclinoid left internal carotid artery (ica). The aneurysm was compressing the optic chiasm and left optic nerve; the aneurysm had a dome of 15.8mmx15mm ad neck of 6.2mm). The patient was to undergo flow diversion treatment of the left ica aneurysm with a pipeline. Fourteen days before surgery, the patient started oral aspirin (100mg/day) and clopidogrel (75mg/day.) Three days before surgery, pa tient¿s aspirin reaction unit was 405 and p2y12 reaction unit was 262 (base reaction unit, 293; p2y12 percent inhibition 11%.) This demonstrated that the patient was resistant to clopidogrel and was administered oral cilostazol (200mg/day) three days before surgery. A pipeline device was implanted; the authors noted satisfactory adherence between the pipeline and vessel wall. The patient¿s left eye vision improved immediately after surgery. The patient did not develop any new neurological deficits immediately post-procedure and was discharged home 11 days later. The patient returned for a scheduled follow-up visit 31 days post-implantation. There were no new neurological deficits or headache. Contrast-enhanced MRI showed the majority of the aneurysm lumen had thrombosed and filling of contrast agent was evident along the aterolateral wall of the aneurysm. The patient suddenly died 34 days post-implantation. Autopsy confirmed presence of a subarachnoid hemorrhage caused by rupture of the internal carotid aneurysm that had been treated with the pipeline.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.